Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the end user advised the tires had come off several time.